Event description:
It was reported that the product had damaged sterile packaging. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. The returned packaging exhibited outer packaging damage consistent with transit. There was no damage noted to the sterile packaging, and therefore there was no loss of sterility of the product. The device history records were not reviewed as the event was not related to a manufacturing issue. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.